Event description:
Healthcare professional reported right side deflation of a non-allergan device. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).